Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump had a button error alarm and numbers were ramping on the screen. Blood glucose level at the time of the incident was 69 mg/dl. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.